Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). This event occurred in (B)(6). The field service representative found that a cell rinse tube was split. This tube was exchanged in may 2020. The service maintenance was properly performed, but the defective tube appears to have been damaged on the edge of the tube connection during the replacement or was not guided properly and was split over a year of operation. The investigation found the issue to be consistent with a human error.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 8000 c (701) module. The initial result was 3 umol/l and the repeated result was 80 umol/l. The repeated result was obtained on a different analyzer. It is unknown if the results were reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.